Event description:
Bent tip of lead. It seemed that the tip of the lead was not seating well, so the rep suggested the physician pull the lead out and exam the tip. The tip was bent after the physician tried to seat the lead for a period of time. The rep recommended using a new lead. The new lead seated well. No injury to the patient.